Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: elective/cosmetic breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired larger implants. As a result, the patient underwent bilateral breast implant exchange with mentor gel implants on (B)(6) 2025. However, during the surgery a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the findings. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. However, the implant date provided was estimated. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 03, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: although the rupture cannot be clearly observed, the implant appear to be missing gel and is yellow colored which is consistently observed in ruptured implants. Manufacturer¿s reference number: (B)(4).